Event description:
It was reported that the pump was removed due to infection. The pt was hospitalized for approx 1.5 weeks after the removal of the pump. No pt symptoms or other treatment were provided. The pt planned to have the device replaced. The pt's current status was reported as "fair". Add'l info has been requested from the hcp, but was not available as of the date of this report.